Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. The patient's iliac arteries were reported to be small and diseased. The patient has a history of coronary artery disease, diabetes, hypertension, chronic obstructive pulmonary disease, peripheral vascular disease, smoking, and a prior coronary artery bypass graft. The hypogastric artery was embolized prior to the implant procedure, and it was reported that the patient was not adequatley heparinized for the procedure. It was reported that the ipsilateral limb thrombosed during the procedure because sheath placement in the ipsilateral iliac artery limited blood outflow. No kinks were reported in the stent graft. A thrombectomy and thrombolysis were performed to resolve the thrombosis. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.